Event description:
The incident occurred in the intensive care unit. The nurse sustained a needlestick prior to engaging the safety.

Manufacturer narrative:
It was reported on (B)(6) 2017 that the event occurred "in the last year". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that there was a needle stick during use of a deltec® gripper plus® safety needle. Additional information regarding the event has been requested, but not yet received. No permanent injury was reported.